Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed. The customer reported that users were unable to remove medications from drawer while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not functioning correctly due to broken cubie lids. A field service engineer guided the customer to recover the cubies and unload them and then installed new cubies to resolve the issue. The system functioned as intended after the field service engineer repaired the device.